Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed an o2 low flow test. The device's active exhalation control module needs to be replaced to resolve the issue. No repairs were performed. The device has been scrapped.